Event description:
It was reported that the patient presented for an implant procedure. Prior to the procedure, the right ventricular lead was checked and it was found that a white tubular piece came from the lead. The lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of ¿white tubular piece came from lead¿ was confirmed. Final analysis found that as received, a complete lead was returned in one piece with the steroid plug verified to be separated from the lead body. Electrical testing did not find any indication of conductor fractures or internal shorts. Other damages found are consistent with procedural damage. Correction: section h6.